Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt a "twitching" sensation on their left side, and they were having trouble sleeping one day post-implant. Follow up with the physician office noted that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming was done and the lv lead and the cardiac resynchronization therapy pacemaker (crt-p) remains in use. No further patient complications have been reported as a result of this event.